Event description:
I had a gastric balloon (spatz) placed on (B)(6) 2024. During the procedure, the facilitator was mistakenly left inside my body by the doctor. This caused a severe choking episode that could have been life-threatening--thankfully, I survived. I consider myself incredibly blessed. Following the placement, the balloon appeared to settle in my stomach, but I experienced daily discomfort and distress. Not a single day passed without pain or difficulty. This continued until the balloon was finally removed on (B)(6) 2024. Even after the removal, I am still not 100% myself and continue to deal with lingering discomfort. Upon removal, the balloon was found to be contaminated with visible fungal growth. It had hardened significantly, making it difficult for the physician to extract. This experience caused significant physical suffering and emotional distress, and I am still working toward full recovery.